Manufacturer narrative:
No fault found, inserted the battery into a medfusion 3500 device and charged overnight. The pump was able to hold the charge in the morning and was able to run and infuse on battery power.

Event description:
It was reported that the medfusion¿ 3000 series syringe pump battery would not hold its charge. No patient injury reported.